Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient received a 2nd degree burn on the thighs. The surgeon was performing hemostasis and the blanket under the patient began to burn. The tissue damage or unexpected tissue loss was treated in the hospital.